Event description:
A patient reported blood glucose results of 5.7 mmol/l with a lifescan meter and 17.5 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The test strips were in good condition and not expired. The technique of applying blood on the tests trip was correct. The control solution was opened less than three months ago. The test strips failed twice using the control solution. Customer care agent (cca) sent the patient a replacement meter.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.